Event description:
It was reported that upon unpacking, the needle front end was already separated from the handle. The issue was identified during setup prior to use. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in taiwan. Visual examination of the returned product identified the needle tip was fractured and separated; the fractured tip was not returned. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. The packaging had been previously opened (tamper label missing and tyvek lid peeled), the device had been cycled twice, and no sutures or anchors were returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of the complaint history identified no similar complaints for the reported item and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.